Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure and added clik anchors to the original product. The patient was doing well postoperatively.